Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgery was performed on (B)(6) 2020 via tka. During the surgery, the surgeon found that the white sterilized package of the tibial insert had torn and the tibial insert had come out of the package. The surgeon did not use it because he judged it was unclean. The surgery was completed, and it was unknown whether there was a surgical delay or not. There was no harm to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code 151630408, work order 8576370 (attune cr rp insrt sz 4 8mm), was manufactured on 11 july 2017. 17 parts were manufactured per specification and all raw materials met specification. Parts were packaged as per: ¿ sws-0005 (packaging process for sigma aox rp inserts & pfc sigma dual code patella), and ¿ sws-0030 (shrinkwrap and ship for sigma rp aox inserts and sigma rp inserts). Non-conformances: there was one non-conformance (nr-0102929) associated with this lot. Nr0102929 was opened to investigate surface finish of parts out of tolerance. There is no correlation between this non-conformance and the failure mode of the complaint. Scrap: one part was scrapped from this lot for black spot/embedded particle (scrap code a001). There is no correlation between the scrap and the failure mode of the complaint. CAPA: none associated with this lot there were no other anomalies associated with this work order (wo) / lot.

Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code 151630408, work order 8576370 (attune cr rp insrt sz 4 8mm), was manufactured on 11 july 2017. 17 parts were manufactured per specification and all raw materials met specification. Parts were packaged as per: ¿ sws-0005 (packaging process for sigma aox rp inserts & pfc sigma dual code patella), and ¿ sws-0030 (shrinkwrap and ship for sigma rp aox inserts and sigma rp inserts). Non-conformances: there was one non-conformance (nr-0102929) associated with this lot. Nr0102929 was opened to investigate surface finish of parts out of tolerance. There is no correlation between this non-conformance and the failure mode of the complaint. Scrap: one part was scrapped from this lot for black spot/embedded particle (scrap code a001). There is no correlation between the scrap and the failure mode of the complaint. CAPA: none associated with this lot. There were no other anomalies associated with this work order (wo) / lot.